Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device indicated "invalid syringe." There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for the evaluation of the reported issue. The device was received with the bottom case cracked in the battery bay, and the top case front right corner cracked as a result of customer damage. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "invalid syringe size". To further investigate, an occlusion test was performed. Customer reported problem was not duplicated. Syringe size sensor was within spec and no damage was found with the barrel clamp assembly. The barrel clamp guide was replaced, the barrel clamp rod and barrel clamp tapered spring was replaced as a preventative measure.